Event description:
It was reported that the patient was hospitalized. The patient was admitted to the hospital on (B)(6) 2012 and intubated. The healthcare provider planned to put the pump into a minimum rate mode. No patient symptoms were provided. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that the event was not due to the pump or catheter. The patient had a urinary tract infection (uti). The patient experienced increased spasticity and was hospitalized due to this event. The patient outcome was noted as non-serious injury/illness. The device system was used to deliver gablofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).